Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the anterior tibial artery. A ht command 18 guide wire failed to cross due to resistance with the anatomy. During removal of the guide wire resistance was felt; however, it was unknown with what. Once the guide wire was almost completely out of the 4f sheath, the tip separated. The separated tip portion was at the exit of the sheath and was simply withdrawn. The procedure was successfully completed with a new ht command 18 guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspections were performed on the retuned guide wire and the reported tip separation was unable to be confirmed. The reported failure to advance and difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficult to remove and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire failed to advance through the heavily calcified anatomy and likely caused the noted damages to the polymer resulting in the appearance of a tip separation and the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.